Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement resulting in a recorded red alert. A patient initiated interrogation was completed, however the data was not available as 24 hours after the recorded alert is required before data is able to be reviewed. Another interrogation is expected at a future date. This device remains in service. No adverse patient effects were reported.